Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the customer on (B)(6) 2011. The patient stated the following: there was a small leak at the connection between the bag and cassette. The cause of the leak was unknown. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was confirmed and the cause was determined to be loose connection. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.